Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was reported that the patient was discharged from the hospital and was recovering from the peritonitis event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review for potentially associated lot numbers h14d18057 and h14c09017 will be performed. Should additional relevant information become available, a supplemental report will be submitted.